Manufacturer narrative:
This receiver can not received pt information on two channels. The customer ordered and replaced the receiver cards to repair the unit. This resolved the issue and they disposed of the failed receiver cards.

Event description:
Imp ref # (B)(4).